Manufacturer narrative:
Device code 2017: failure to follow steps. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted the mitraclip instructions for use (IFU), instructs the user how to remove the gripper line and if not doing so properly a warning states that it could result in single leaflet device attachment (slda). In this case, the gripper line removal step was not followed. Based on the information reviewed, the slda was due to a combination of not following the instructions for use (procedural conditions) as well as patient anatomy. The mitral regurgitation was an outcome of the slda. The reported patient effect of mitral regurgitation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: device code 2017 added

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtr clip was implanted however there was still a jet lateral therefore another clip delivery system (cds) was advanced. During deployment, due to the patient anatomy the release pin was a bit closer to the valve so the decision was made to "hide" the release pin within the steerable guide catheter (sgc); then the gripper line was removed. The clip detached from the posterior leaflet and stayed very well attached to the anterior leaflet (single leaflet device attachment (slda)). The procedure was completed at this time with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.